Event description:
It was reported that within approximately three months of implant the right ventricular lead thresholds had risen and were noted to be unstable when tested back to back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.